Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated she experienced a problem with the tampons unraveling during removal. She did not state how many tampons this event occurred with or if she was able to remove all of the product on her own. It is unknown if she sought medical assistance. There have been two unsuccessful attempts to follow up with the consumer ((B)(6) 2017). No further information is available at this time.